Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color and the device came out of the puncture site during use. Hemostasis was achieved with manual compression for 20 minutes. There was no reported patient injury. The product was used past its expiration date due to incorrect user verification, and the packaging was reported as damaged. The reported damage was to the outer product box. The sterile pouch was not open or compromised. It is unknown whether the inner package had been previously opened and reshelved. It is also unknown when the condition was noted. The product was stored according to instructions for use. The actual product was not damaged. Expired products are managed by destruction through the distributor. The device was prepared and used according to the instructions for use (IFU) during a percutaneous coronary intervention procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician was trained and experienced with the device. The femoral artery suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than 5 mm. There was no visible calcification or plaque at the puncture site, no stent near the site, and no stenosis greater than 50%. The target femoral site had not been closed within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the device. The device and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and until the indicator window changed to solid black. A non-cordis 7f vascular sheath introducer was used. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The device and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. The device was returned for evaluation.